Event description:
It was reported that the patient had received some inappropriate shocks. The physician was reviewing an x-ray and was concerned that the electrode was under-inserted into the pulse generator header. Technical services agreed that the electrode appears to be under-inserted. The doctor will address the connection. There were no additional adverse patient effects. The system remains implanted.